Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that they spoke with the nurse who spoke with the doctor. She sent the patient home and will see how it goes. The reason for the shocking is unknown according to their office.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got a shock when they were adjusting their space heater with a remote control. The patient also reported feeling stimulation on the opposite side of their body from the side that the lead was implanted. An impedance check was performed in the office and all readings were noted to be perfect. The patient was going to discuss options with their healthcare provider. The patient also reported being 100% better compared to their pre-surgery voiding diaries. No further complications were reported.